Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to clinic with a replace backup battery alarm that occurred on (B)(6) 2022. A similar alarm had occurred back in (B)(4) (documented in (B)(4)), where the backup battery was reseated and replaced. The recent reoccurrence of the alarm was noted on the remote interrogation, and the system controller was replaced per recommendation. No alarms have been reported since the exchange.

Manufacturer narrative:
B5: cs number should not have been included in the report. Manufacturer's investigation conclusion: the reported event associated with a backup battery fault was confirmed via review of the log files; however, the alarms were not reproduced during testing of the returned system controller (serial number: (B)(6). The submitted log file and log file downloaded from the returned system controller contained approximately 20+ days of data (B)(6) 2022 to (B)(6) 2022 per timestamp). The pump maintained a speed above the low speed limit throughout the log files. At 08:45:13 on (B)(6) 2022, a transient backup battery fault flag was observed. However, this fault was not associated with an error code, and did not remain active long enough to produce an alarm. There were no other notable events in the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the backup battery fault could not be conclusively determined through this analysis. There was incidental finding of fluid ingress covering the protective layer of the white power cable and its insulation of inner wires. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller (B)(6) was shipped to the customer on 24jul2019. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault, driveline fault, pump stops. Low speed advisory/hazard and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 2, entitled "how your heart pump works", includes the subsection entitled ¿the system controller user interface¿. This subsection describes that the user interface on the system controller uses sounds, lights, symbols, and on-screen messages to tell you how the system is working. This subsection also describes that on-screen messages also tell you how to handle alarms and other situations. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller and the system controller power cables. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were no further alarms noted on the visit on (B)(6) 2022.